Manufacturer narrative:
The scope was forwarded to an independent laboratory for sterilization and then returned to the service center for service/repairs to have the biopsy and suction cylinder/channels replaced. Due to destructive sampling testing that was performed (the distal end cover, bending section cover, distal end elevator wire and forceps raiser were disassembled) further device analysis could not be performed. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge aer to reprocess the subject scope. Although no sampling procedure deviations were observed, the potential cause of the reported positive scope culture can be attributed to improper sampling procedure.

Manufacturer narrative:
As part of our investigation, an endoscopy support specialist (ess) was dispatched to the user facility to observe the facilities reprocessing practice and to provide a reprocessing training. The ess visited the user facility and observed the technician perform leak testing and manual cleaning of the tjf 160f. All steps in the reprocessing manual were performed but he ess recommended following the reprocessing manual and: flush the elevator channel prior to flushing the forceps elevator/recess. Obtain a container of clean rinse water to flush the elevator recess during manual rinsing to maintain a dirty to clean work flow. In addition, recommended remove dirty ppe prior to handling the lid and using the key pad on the aer. The scope was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. An investigation to obtain more detailed information regarding the reported events is ongoing.

Event description:
The service center was informed that during a post market surveillance study the scope cultured positive for staphylococcus aureus after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
The endoscopy support specialist (ess) visited the user facility and observed the technician who reprocessed the scope, perform leak testing and manual cleaning of the tjf 160f. All steps in the reprocessing manual were performed. The ess recommended the following: recommended following the manual and flushing the elevator channel first as the forceps elevator and recess were flushed prior to flushing the elevator channel. Obtaining a container of clean rinse water to flush the elevator recess during manual rinsing. Maintaining a dirty to clean work flow and removing dirty personal protective equipment (ppe) prior to handling the lid and using the key pad on the automated endoscope reprocessor (aer) machine. An engineer was dispatched to the hospital to review the sampling technique of the sampler and the facilitator who took the sample that tested positive. There were no deviations found during the audit. The scope was sent to an external expert for destructive sample testing. The external expert and provided the following summary: the destructive sampling identified following microorganisms that are categorized as high concern organisms: burkholderia cepacia, enterobacter cloacae, comamonas testosteroni and klebsiella pneumonia. None of the organisms was not identified in the initial sampling. Additionally during destructive sampling, the external expert found the following: bleaching of the glue of the bending section. Surplus of glue around the light guide lens. Presence of hole around the air/ water nozzle. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.